Event description:
Customer reported unexpected negative reactions on a patient sample tested with capture-r ready screen (crrs) 3 lot r163 on the echo. The patient has a history of an anti-k. Testing was repeated on the echo using crrs 3 lot r167 and resulted positive. Additional information from FDA medform 3500a from boston medical, not reported to immucor by the customer: patient presented to ER with signs and symptoms of a delayed hemolytic reaction.

Manufacturer narrative:
Retrieved batch files. Sample (B)(6) batches 2283, 2310, and 2305. Sample ID: (B)(6); instrument s/n: (B)(4); date tested: (B)(6) 2011; batch: 2283; lot numbers: crrs 3 r163, 221699. Cell 1 reacted negative; negative for e, visual appearance negative. Cell2 reacted negative homozygous for e, visual appearance weak positive (this is being investigated under (B)(4)). Cell 3 reacted negative; negative for e, visual appearance negative. Positive control well reacted 4+ positive, visual appearance positive. Sample ID: (B)(6) instrument s/n: (B)(4); date tested: (B)(6) 2011; batch: 2305; lot numbers: crrs 3 r167, 221699. Cell 1 reacted negative; negative for e, visual appearance negative. Cell2 reacted 2+ positive, homozygous for e, visual appearance positive. Cell 3 reacted negative, negative for e, visual appearance negative. Positive control well reacted 4+ positive, visual appearance positive. Sample ID: (B)(6); instrument s/n: (B)(4); date tested: (B)(6) 2011; batch: 2310; lot numbers: id144, 221699. Cell 1 reacted negative; heterozygous for e; visual appearance negative. Cell2 reacted equivocal; negative for e ; visual appearance weak positive. Cell 3 reacted 2+ positive; homozygous for e; visual appearance positive. Cell 4 reacted equivocal; negative for e; visual appearance weak positive. Cell 5 reacted negative; negative for e; visual appearance negative. Cell 6 reacted negative; heterozygous for e; visual appearance negative. Cell 7 reacted negative; negative for e; visual appearance negative. Cell 8 reacted negative; negative for e; visual appearance negative. Cell 9 reacted negative; negative for e; visual appearance negative. Cell 10 reacted 3+ positive; negative for e; visual appearance positive. Cell 11 reacted equivocal; negative for e; visual appearance weak positive. Cell 12 reacted equivocal; negative for e; visual appearance weak positive. Cell 13 reacted negative; negative for e; visual appearance weak positive. Cell 14 reacted negative; negative for e; visual appearance negative. Positive control well reacted 4+ positive; visual appearance positive. Negative control well reacted negative; visual appearance negative. Upon follow-up with customer, she reported the crrs 3 strips in the pouch were some how compromised. She stated that she reminded her staff to continue to verify the humidity card and to reseal all pouches securely.